Event description:
Consumer called to report spouse testing with their meter and getting a reading, took more insulin and "crashed" because their sugar level was so low. Needed to go for medical help.